Event description:
It was reported that during initial implant, while the lead was being positioned in the right atrium (ra) a dissection was noted due to incorrect insertion technique used by the physician. The dissection spontaneously resolved and no additional intervention was required. The patient was stable and will continue to be monitored.